Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in the device emitting beeping tones. All other lead measurements were noted to be stable and acceptable. The remote monitoring alert value was increased and monitoring will be continued. No adverse patient effects were reported. This product remains in service.